Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for a thoracic aortic aneurysm using goreâ® tagâ® conformable thoracic stent graft with active control system (ctag). During the procedure, two ctags were implanted from just distal to the left subclavian artery. After balloon-touch ups were performed, the final angiography revealed that the proximal ctag (tgm343420j) had moved about 5mm distally. In addition, a proximal type I endoleak was observed. As a treatment, an additional touch-up ballooning was performed to the proximal end of the tgm343420j. The endoleak decreased, but slightly remained. The physician assumed the endoleak will resolve by itself, therefore, no further treatment was required. The patient tolerated the procedure. About a week after procedure, a follow-up CT exam confirmed the proximal type I endoleak was persisting. On (B)(6) 2024, a reintervention was performed to treat the endoleak. After performing the left carotid-axillary bypass grafting, an additional ctag was implanted proximal to the previously implanted tgm343420j. The left subclavian artery was coil embolized. The proximal type I endoleak was resolved. The patient tolerated the procedure. According to the reporting physician, the proximal type I endoleak was attributed to the proximal sealing length of the tgm343420j becoming insufficient due to the device movement at the initial procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak, stent graft improper placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.